Event description:
Per spontaneous call from pt, her crono pump sn (B)(4) is giving an "error alarm". I was able to troubleshoot it with her on the phone, but she wants us to send a new pump. Sending for tomorrow. She will return the "broken" pump to us. No harm to pt. She has been using her backup pump. No further info available. Reported to (B)(6) by pt/caregiver.